Manufacturer narrative:
One medfusion® 3500 infusion syringe pump was returned for investigation. Visual inspection revealed that the device was in poor condition; the bottom case was broken and the battery was missing. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional flow testing, the check clutch/plunger lever error was able to be duplicated. Upon further examination of the device, it was found that the position potentiometer tab was broken off; the position potentiometer was replaced. Investigation determined that the root cause of the check clutch/plunger lever error was the broken position potentiometer tab which was a result of physical damage. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion 3500 syringe pump had a check plunger and clutch error. The product was not in use on a patient and no injury was reported.